Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced six different incidences, which were associated with separate units, involving six different patients. This is the sixth of six reports. Refer to 8030647-2015-00140 for the first report. Refer to 8030647-2015-00160 for the second report. Refer to 8030647-2015-00161 for the third report. Refer to 8030647-2015-00162 for the fourth report. Refer to 8030647-2015-00163 for the fifth report. It was reported that when the device is in the "lock" position they are seeing a loss of volume. If saline is added as a flush in the lock position, it is still sucked back to the canister. The ventilator gives an expiratory pressure error code and will go into back-up ventilation and it is suspected it could be due to the closed suction catheter. In addition, therapists are reporting a change in the feel/mechanism to lock the catheter. Additional information was received on 07/14/2015 that stated there were approximately six different incidences in which the ventilator alarm indicated low volume, and in each incidence except one, the catheter was exchanged. There was no adverse patient effect, however in one incidence the above mentioned ventilator a new covidien 980 (which has a safety mechanism) went into back-up ventilation. In addition to the catheter, the ventilator was switched out (as per protocol for resetting of the ventilator) and a new vent was placed. No adverse patient effects occurred. It was stated that if the thumb valve was only partly turned and not fully in the lock position, there was no leaking. In addition to the leaking, the thumb valve would also at times "get stuck" in the down position with no adverse patient effects.